Manufacturer narrative:
On 10/31/2018 an initial MDR was submitted for the subject event. Brand name was incorrectly filled as "v-pro 1 sterilizer." This field should have read "v-pro max". Any reference to v-pro 1 sterilizer should be "v-pro max."

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro 1 sterilizer. The technician inspected the sterilizer and found the unit to be operating properly; no repairs were required, and the unit was returned to service. While onsite, the technician spoke with user facility personnel who confirmed that the employee was not wearing proper ppe, specifically gloves while operating the v-pro 1 sterilizer. Section 6 of the operator manual for the v-pro 1 sterilizer states, "steris recommends (in accordance with ansi/aamist58, 2005) wearing chemical-resistant gloves when using the sterilization unit." Additionally, section 1 states, "any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." A steris account manager will offer in-service training on the importance of wearing proper ppe, specifically gloves while operating their v-pro 1 sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn while handling items that were processed in a vpro 1 sterilizer. No procedure delay or cancellation occurred.